Event description:
It was reported that the customer experienced an issue with their pump battery, as it would not charge, and the screen remained dark despite multiple attempts with different power sources and cables.there was no reported adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump and provided instructions for returning the faulty device, as well as guidance on putting it into storage mode. The customer was advised to use a backup insulin pump to ensure continuous insulin delivery.